Event description:
It was reported, that this implantable cardioverter defibrillator (ICD) and ventricular (rv) lead exhibited noise and oversensing. However, no pacing inhibition occurred. Subsequently, the device and rv was left abandoned with the therapy turned off, due to the left side being occluded. A new device and lead was implanted successfully. No additional adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).